Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing step, fill tubing was performed twice and both times, filling took more insulin than expected and the customer was not seeing drops of insulin exit the end of the tubing during filling. The customer changed out supplies and was able to complete the load process successfully. There was no impact to the customer's blood glucose level.